Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient with suspected vertebral body hemangioma underwent a balloon kyphoplasty procedure (bkp) at t12. The 20mm balloon used on the left side of the pedicle inserted without any problem, but during inflation, "it leaned to the back side and eventually broke off". No balloon fragment was left in the patient¿s body. A new cavity was created using a 15mm balloon. The physician noted that "the remaining healthy bone might have pushed the balloon medial in the vertebral body". The surgical time was extended approximately 16 to 30 minutesdue to the incident. No patient complications were reported.